Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital complaining of sensation in chest and stomach. Undersensing was noted on the right ventricular (rv) his bundle lead. The rv his bundle lead remains in use. No further patient complications have been reported as a result of this event.